Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the insulin did not exit during fixed prime. The customer was advised to disconnect and reconnect the tubing and reservoir and perform plunger push. The customer stated that the insulin did exit during plunger push. The customer stated that the insulin did exit during manual prime. The reservoir will not be returned for analysis.